Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-11327 which was submitted on september 7, 2021 jst (september 6, 2021 edt). Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device. It was found the video connector socket failure which made the image flickering. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user, that the image of the subject device was flickered during preparation for the unspecified procedure (a patient was not under anesthesia). The intended procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.